Event description:
In 2008, the patient reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device resulting in a full cartridge spilling into the cartridge compartment. The patient was advised to switch to this backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional, or second party to address the issue. Product was replaced and requested to be returned for evaluation.